Event description:
It was reported the patient underwent a right knee procedure to revise unknown initial products. Zimmer biomet product was placed during first revision. Approximately 2 years later, the patient was again revised due to worsening pain and increasing functional limitations. Preoperative assessment, including radiographs, demonstrate components that are fully cemented revisions with radiolucent lines on the femoral component and bone scan findings concerning for aseptic loosening as infection labs were drawn and not suggestive of infection. Clinical examination demonstrated instability primarily in midflexion and flexion. An extensive synovectomy was also performed as there was significant inflammatory reaction with brown staining and granules concerning for polyethylene debris. Total component exchange was completed without complication.

Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2017. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03002.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6: mechanical g4-femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient reported with pain and limited functionality. Some radiolucency line see on the x-ray and bone scan is concern for loosening of femur implants. Instability were also noted. Revision surgery was performed and extensive synovectomy was performed as there was significant inflammatory reaction with brown staining and granules concerning for polyethylene debris. All the implant was revised without no complication. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported the patient underwent a right knee procedure to revise unknown initial products. Zimmer biomet product was placed during first revision. Approximately 2 years later, the patient was again revised due to worsening pain, swelling, stiffness, muscle weakness, and increasing functional limitations. Preoperative assessment, including radiographs, demonstrate components that are fully cemented revisions with radiolucent lines on the femoral component and bone scan findings concerning for aseptic loosening as infection labs were drawn and not suggestive of infection. Clinical examination demonstrated instability primarily in midflexion and flexion. An extensive synovectomy was also performed as there was significant inflammatory reaction with brown staining and granules concerning for polyethylene debris. Total component exchange was completed without complication. Attempts have been made and no further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - femur. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient reported with pain and limited functionality. Some radiolucency line see on the x-ray and bone scan is concern for loosening of femur implants. Instability were also noted. Pre-ops visit noted found swelling, weakness, and stiffness revision surgery was performed and extensive synovectomy was performed as there was significant inflammatory reaction with brown staining and granules concerning for polyethylene debris. All the implant was revised without no complication. No change in the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.